Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937-35, lead; 693665, lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp) for the patient's dissociated rhythm, which triggered accelerated rates that required shock therapy in order to stabilize. The device remains in use. No patient complications have been reported as a result of this event.